Manufacturer narrative:
(B)(4). The sample was discarded. A follow-up report will be submitted upon the completion of baxter's investigation.

Event description:
A customer contacted global technical service (gts) regarding a system error 2240 alarm that appeared on the home choice (hc) during dwell 2 of 4. The registered nurse (rn) stated that the bag fell and disconnected. Gts had the rn cycle power to display press go to start. The rn was going to restart with new supplies. There was no serious injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This report was not confirmed due to the lack of a sample. Based on the information obtained during baxter's investigation, the assignable cause was due to a supply bag falling and disconnecting. The lot information was unknown; therefore, a batch review was not performed. Similar reports have been received by baxter. The root cause investigation is in progress through (B)(4).